Event description:
Medtronic received a report that pipeline resistance occurred in the phenom catheter during resheathing. The patient was undergoing pipeline flex implantation for treatment of a saccular, unruptured aneurysm located in the left internal carotid artery with a max diameter of 4.8 mm and a 5 mm neck diameter. Landing zone: distal: 4 mm and proximal: 4.8 mm. The accessed vessel was the right femoral. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was not administered. The angiographic result post procedure showed clear pipeline flex position. It was reported that during the pipeline implantation procedure, the system crashed just before the doctor began to release it and the doctor, for safety reasons, wanted to reinsert the pipeline into the sheath, but it encountered resistance and was never able to complete the process of enter it in the pipeline sheath. It was reported the pipeline was stuck (locked up) in the proximal and middle section of the catheter. The catheter was flushed continuously with heparinized saline. The pipeline became stuck during resheathing. There was no catheter or pushwire damage observed. It was reported catheter resistance occurred in the proximal section of the catheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.  Ancillary devices include a pneumbra guide catheter and aristotle 14 guidewire.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (233350696); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.